Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim it has been brought to my attention about another concern for the bd alaris pump infusion sets. Details from the jpsr are below. Please advise on next steps. Nurse was priming IV tubing with pembrolizumab, when it was noticed that medication was leaking from the top y-site port. If not caught veteran would not have received the correct dose of medication. If it had been chemotherapy, it could have led to chemo spill, which could have also affected others.

Manufacturer narrative:
The customer reported leaking from the top y-port, and returned 20 unopened samples of material 2420-0007, lot 24103159. Upon initial visual examination, the sets had no defects or abnormalities. All twenty of the sets were primed with water and tested for leakage or other issues. The top and bottom y-ports were given special attention, but no leaks or other issues were observed in any of the sets. The customer complaint of leakage could not be verified in the representative, unopened sets returned. The root cause for the y-port leakage could not be defined without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.